Event description:
The cable attached to a centrifugal pump drive motor of a heart lung console was found to be loose. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.